Event description:
It was reported that a patient underwent an unknown surgery on an unknown date in (B)(6) 2021 and suture was used. During the procedure, the needle pulled off of the suture. Changed another one to complete the surgery. No adverse patient consequences were reported. Additional information was requested.

Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Additional information was requested and the following was obtained: event date and procedure name? (B)(6) 2021. Events reported in 2210968-2021-12379, 2210968-2021-12380, 2210968-2021-12381, 2210968-2021-12382, 2210968-2021-12390, 2210968-2021-12383, 2210968-2021-12384, 2210968-2021-12385, 2210968-2021-12386, 2210968-2021-12387 and 2210968-2021-12388.

Manufacturer narrative:
Product complaint # (B)(4). Date sent to the FDA: 01/05/2022. H6 component code: g07002 - no device problem found. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc., or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. One packet of product code w8316 was returned for analysis with the packaging closed. Upon initial inspection, of the sample no external damages were observed on the packet. In order to evaluate the conditions of the returned sample, the packet was opened, and no defects were detected. The swage and attachment area was noted to be as expected. The suture was dispensed without problems and examined along the strand to detect any issue related no defects were observed during evaluation. Functional test was performed, and the pull force meet requirements. As part of our quality process, the manufacturing records of this lot-serial number were reviewed, and the manufacturing standards were met prior to the release of this batch. It should be noted that as part of our quality process, each batch is randomly inspected and functionally tested during manufacturing to ensure the device meets the required specifications prior to shipment. There may have been other circumstances or issues that occurred during the use of the device that we were unable to duplicate during our laboratory analysis. A manufacturing record evaluation was performed for the finished device, and no non-conformances were identified.